Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) male pt's monitor was showing service code 102 (charge profile fault). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation, it was discovered that the high-voltage capacitor c21 solder connection had lifted from the ca board pad. Additionally, resistor r45 had an open connection. The root cause for the damaged c21 capacitor and r45 resistor could not be positively identified but likely was impact of the monitor on a hard surface. No adverse event resulted from the damaged c21 solder connection and open r45 connection. The pt received a replacement monitor.